Event description:
This device was reported to have the tip of the device break during insertion into the sheath. No patient injuries were reported.

Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2023 of a reprocessed viewflex xtra ice diagnostic ultrasound catheter from (B)(6) hospital reported to have the tip of the device break during insertion into the sheath. A review of the process control record was performed and no anomalies were noted. The device passed all inspection criteria at the time of manufacturing. Innovative health received the device for evaluation on (B)(6) 2023. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No patient injury was reported.